Event description:
The reporter indicated that a 13.2mm vticm5 13.2 implantable collamer lens of -3.50/1.0/89 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. Refractive surprise was observed. On (B)(6) 2022 the lens was removed and on the same day different surgery size but a different model and power lens was implanted. The replacement lens resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned in liquid with residue in a microcentrifuge vial. Visual inspection found haptic broken to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#(B)(4).

Manufacturer narrative:
D4 serial # - corrected to: (B)(6) in the initial MDR. Claim (B)(4).